Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had a dim/faded/discolored display screen and the down arrow button was unresponsive when pressed. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunctions remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.